Event description:
It was reported the ECG (electrocardiogram) port is loose and noise is coming from it. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) and rf (radio frequency) head connectors found loose on a printed circuit board assembly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.